Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: a bubble was form in the IV tubing while the pump was running.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: a bubble was form in the IV tubing while the pump was running.

Manufacturer narrative:
H.6. Investigation summary: no product or photo for model #2420-0007 was returned by the customer. It was reported that a bubble formed in the IV tubing while the pump was running. The customer complaint could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed on model 2420-0007 because a lot number is unknown. One sample (model #2202-0007) was returned and investigated under MFR# 9616066-2022-00969. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.